Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the patient was experiencing vomiting. Under fluoroscopy, it was determined that the band had slipped. During a band revision surgery, the surgeon had difficulty removing the port with the applier, two hooks came back and two did not. The port was removed. Both the band and the port were replaced without any adverse impact to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.